Manufacturer narrative:
The user facility's biomedical engineer (biomed) is trained on this device. The biomed took the snap ring off the roller pump and adjusted the knob. The roller pump knob is now working for the customer. There will be no parts returned to the MFR. The perfusionist said she had the cooler heater in another room and it seemed to be working fine. She also stated there was no test loop on the unit. If additional information becomes available on this complaint that would alter the facts and/ or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump occlusion knob was froze in place and could not be adjusted. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.